Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 15jan2019 to present date 27dec2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6200281532 for bad insert on front case, which does not correlate to the customer reported issue.

Event description:
The customer reported that the device will not turn on or off. No patient involvement noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on or off. No patient involvement noted.